Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis. The customer stated that they were the bahamas and had a stomach virus. They were vomiting, feeling bad, did not have strength, were extremely dehydrated, could not concentrate, and had trouble breathing. At the time their blood glucose was above 400 mg/ dl. They removed the infusion set from their body and noticed the cannula was bent. After the hospitalization, the insulin pump alarmed no delivery. The customer was able to clear the alarm. They used manual injection because the insulin pump did not deliver insulin. At the hospital they were treated with intravenous drip. Approximately 24 hours prior to hospitalization the customer had taken the insulin pump off. The customer believed their target blood glucose was programmed incorrectly. Alarm history showed multiple low reservoir and no delivery alarms. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).